Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pediatric patient was receiving total parenteral nutrition fluid though an intravenous line containing the device, when leakage was discovered, appearing in the bed near the device. There was a blockage in the infusion catheter. The length of time between the blockage of flow/leak and the attending staff's discovery of the event was not determined. No adverse sequelae have been reported for the patient.